Event description:
During a sub-total gastrectomy procedure, the anchor block broke. The surgeon applied another device. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
7/16/97-supplemental report #1 submitted to FDA. The exact mfg site could not be determined as the production lot is unknown.